Event description:
Four pts have been found to have significant reactions, which on initial review appeared to be significant infection. It required the yellow, purulent material and irrigating and debriding the remaining rotator cuff extensively. Once removed, there have been no further complications. Hosp lab tests have been negative for bacteria. It has, of course, left their shoulders in a compromised position in therms of rotator cuff function.